Manufacturer narrative:
Intended use: these instruments have been designed to be used with an olympus endoscope to electrosurgically resect tissue within the digestive tract. Do not use these instruments for any purpose other than their intended uses. The device has not been returned to olympus for evaluation. The cause of the reported event cannot be determined at this time; however, this type of reported phenomenon is most likely related to the operator's technique. The instruction manual contains the following warning: "pull the slider to confirm that the distal end of the snare loop is completely retracted into the snare tube. When using the instrument while the snare loop is not completely retracted into the snare tube, the strangulation becomes insufficient and the tissue may not be resected completely and hemorrhages, punctures, or mucous membrane damage could result. In addition, it may be impossible to remove the snare loop from tissue due to burn on tissue. The instruction manual also states to always have pliers ready to cut the insertion portion in case the snare loop cannot be removed from snared tissue." If additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported that the physician was using a sd-240u-25 for a polypectomy, but the polyp could not be removed. The snare and the cautery unit were changed twice without success. The patient had to be transferred to the hospital due to a bowel perforation, and remained in the hospital 2 weeks for recovery. The patient was discharged from the hospital to home.